Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of physical damage or abnormalities. A syringe filled with deionized water was connected to the device with 1 red cap attached at a time, the syringe was engaged to a pressure of 23 psi and was held there for 10 minutes with no issues noted. The caps remained connected. The reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the caps were loose and separated from the luer under pressure. The customer stated they are having issues with these. They are pressurizing and the caps will not stay on. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that when the device had fluid flowing through the device but no pressure applied, the customer could feel that the red cap was not grabbing the threads. The red cap was grabbing only one of the threads. It was stated that this issue had never occurred before. However, it appeared that the red caps would pop off under pressure.

Manufacturer narrative:
Additional information d4. (Model #), d4.1 (catalog #) and d4.5 (unique identifier (UDI#): these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.